Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had blood glucose (bg) levels in the 400 mg/dl range. Customer has not received initial pump training, and reported pump settings may have not been input correctly into the pump. Customer delivered a bolus to address bg levels. Customer was in contact with pump trainers and declined follow up from tandem technical support.